Manufacturer narrative:
(B)(4).the graphical user interface printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were found. The gui pcb was attached to the failure investigation test ventilator for analysis, and the ventilator was powered. The ventilator passed power on self-test (post) without errors or alarms being recorded in the diagnostic logs. Calibration and tests were successfully run without errors or alarms being generated. The unit was put into normal ventilation mode for a minimum of 139 hours, and no errors or alarms were observed. The reported customer complaint was not verified.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) display was inoperable. There was no patient involvement.